Event description:
It was reported that balloon rupture occurred. Vascular access was obtained through anterograde femoral approach using a 4f non-bsc sheath. The 99% stenosed target lesion was located in the right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced for dilatation. Upon first inflation for 10 seconds at 8 atmospheres, the balloon ruptured. The procedure was then completed with a non-bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).